Manufacturer narrative:
D10 concomitant devices 1355254 - 200-02-38 - three peg patella 38mm 1404044 - 204-04-44 - trapezoid tibial tray sz 4f/4t 1347519 - 234-03-04 - optetrak asy,ps cemented femoral, sz 4. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 107 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, osteolysis, pain, discomfort, gait, poor balance, difficulty walking, metallosis,emotional distress and pain and suffering. No further issues or complications were reported. No additional information is available.